Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an unspecified procedure, the agiltrac balloon ruptured at unknown pressure. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: the balloon catheter was returned with a longitudinal rupture (located distal to the proximal unsealed section) and a radial rupture (located at the distal end of the balloon). The balloon was separated in two pieces with a radial scratch in the balloon distal to the proximal shoulder. The inner member was separated distal of the inflation notch and proximal of the distal marker band. The point of separation displayed jagged edges. The inner member was stretched. The stretched and torn inner member indicates a tensile overload. Review of the reliability engineering on-line production testing shows that both the distal shaft tensile pulls, and the balloon rupture data met the product specification. The major deep scratch next to the balloon's radial separation may have resulted from the balloon coming in contact with a sharp object or device. The longitudinal and radial balloon ruptures are an unusual failure mode. The radial separation and the balloon folded over the tip and bunched, and the deep scratch indicated that the balloon caught on something (another device or part of the anatomy) causing it to fold over and tear/separate. Scanning electron microscopy showed that the radial tear exhibited mechanical damage to the outer surface. This suggests that after the balloon ruptured, and during removal, the balloon material caught on another device or the anatomy causing a radial tear. Reportedly, no resistance was felt during the removal of the product, which would be expected for this type of damage, and no discrepancies were reported during inspection of the device prior to use or during preparation. A pre-existing hole/rupture in the balloon would likely have been detected during an instructions for use directed device preparation or inspection of the device. No evidence of a device quality issue was found. A specific root cause for the balloon rupture and inner member tearing/separation could not be determined. Review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.